Event description:
Amplatz needle sheath broke off during arterial stick. The catheter pulled out with difficulty. Approximately 5 mm of the sheath was retained. Follow up arteriogram of groin and leg showed no apparent filling defects or clots in arteries.